Manufacturer narrative:
Investigation of the customer's issue included in-house kit testing of the complaint lot and review of the complaint information, complaint activity trending reports, device history records and labeling. Return testing was not completed as returns were not available. Review of complaint activity and trending data did not identify any issues or trends related to the complaint issue. A review of device history records for the complaint lot did not identify any non-conformances or deviations associated with the customer¿s issue. Labelling was reviewed and sufficiently addresses the customer¿s issue. Performance testing was completed using a retained kit of lot 30222fn00. Acceptance criteria was met indicating the lot was performing as expected. Based on this investigation, no systemic issue or deficiency was identified for the alinity I hbsag qualitative ii confirmatory reagent lot.section d4 expiration date corrected to 07/24/2022. Sections g1 contact information was updated to reflect the current contact (B)(6) .

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further information was provided. This report is being filed on an international product, alinity I hbsag qualitative ii confirmatory, list 08p10-22, that has a similar product distributed in the us, list number 08p11-21. Refer to related manufacturer report number 3008344661-2021-00199 for the device evaluation of the alinity I hbsag qualitative ii assay.

Event description:
The customer obtained a (B)(6) alinity I hbsag and hbsag confirmatory results for a (B)(6) male with normal liver function tests. The sample generated repeat (B)(6) results on the alinity and confirmed (B)(6) with the neutralizing confirmatory assay. The customer indicated the patient was tested at an alternate lab (method unknown) and generated (B)(6) results for (B)(6). The original sample was retested on an alternate alinity and also obtained (B)(6) results for (B)(6). The sample was further tested for (B)(6) and generated a (B)(6) result. No impact to patient management was reported.